Event description:
The doctor noticed that the trailing haptic was bent after inserting the lens in the patient's eye. He enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2008-00725 for delivery device used with this lens.